Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the limited films provided. CT¿s prior to implant, films during implant, and earlier post-implant films were not available for review, and a complete assessment of the patient¿s anatomy and stent graft configuration could not be performed. Review of a pre-implant planning 2-d drawing revealed that the patient had a tortuous proximal neck that was conical-shaped. The neck diameter measured 20 x 21mm just below the renals, 30 x 27mm near the neck mid-length, and 75mm below the renals measured 26 x 20mm near the top of the aaa. The proximal neck was double-angulated, containing a ~70 deg leftward angulation at is mid-length, and re-straightening 70 deg left-right at the top of the aaa sac. The amount of a-p angulation is unknown. Two still angiograms returned showed that an endurant iis bifurcate was positioned 5 ¿ 10mm below the renal arteries. Contrast injection showed widespread contrast outside the proximal bifurcate primarily along the right/outer curvature from a likely proximal type I endoleak. The infrarenal neck was angulated ~40 deg lt relative to the flow divider, and the majority of the bifurcate along the right side did not appear to be in apposition with the aortic neck. The 2nd still angiogram revealed that another manufacturer¿s aortic cuff had been implanted up to and possibly covering the renal arteries which had each been stented. The angio image showed a similar amount contrast within the proximal bifurcate, with the majority of the bifurcate/cuff again not appearing to be in apposition with the aortic neck. It is possible that the reported type ii endoleak may have led to dilation of the proximal seal and the resulting type ia endoleak. It is possible that implanting within the angulated and conical-shaped neck, and/or disease progression, may have also contributed to the type ia endoleak. Pending CT follow-up results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53.5mm x 56.3mm diameter abdominal aortic aneurysm. The patient has a proximal aortic neck diameter ranging from 22mm to 32mm and 66mm in length. It was reported that on follow up exam, it was observed that there was aneurysm enlargement up to 63.9mm x 72.5mm due to a type ia endoleak. Chimney technique intervention was performed to implant an excluder cuff and bare stent in both right and left renal arteries. This led to a decrease in the type ia endoleak but did not fully resolve it. The procedure was completed with a CT scan planned one-week post procedure to decide if further intervention/embolisation is necessary. As per the physician, the cause of the event is due to a type ii endoleak from the internal mammary artery (ima) which caused the type ia endoleak to occur. No additional clinical sequelae were reported, and the patient will be monitored by their physician.